Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Right knee pain is worse [arthralgia]. Arthritis [arthritis]. Small meniscus tears [meniscus lesion]. Case description: spontaneous report was received on (B)(4) 2011, from a consumer regarding a (B)(6) male patient, initials fpa with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc-one, 6ml in both knees. He stated that his left knee was great, but his right knee was not. On an unknown date in 2011, his right knee pain became worse since receiving the synvisc-one injections. On an unknown date in (B)(6) 2011, the patient had a scope with small meniscus tears cleaned up and arthritis confirmed. He stated that the scope did not help, but it "washed out" the synvisc-one. The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.